Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown. Customers blood glucose level displayed ¿High", although the exact value was unknown. Customer delivered correction bolus using pump and did not require help from any third party. Troubleshooting with Tandem Technical Support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.